Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that while a patient was on the unit, the alarm was activated. There was no patient harm.

Manufacturer narrative:
The manufacturer¿s international service technician confirmed that error code 1102 occurred and also that it appeared in the drpt. The manufacturer¿s international service technician replaced speaker #1 to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. Due to no parts being returned for failure investigation (fi), no root cause could be determined. If parts are returned, the complaint will be reopened.